Manufacturer narrative:
The investigation is still ongoing.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced a hematoma near the axillary site. Pressure dressings were placed, heparin was withheld, and bicarb was given. The patient was in stable condition. Impella support continues.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Asae/hematoma: patient has hematoma near the axillary site. Held heparin (kept bicarb in the purge) and using pressure dressings. Appears to be stable now. The cause of the access site adverse event is user related as the hematoma was resolved after holding heparin.

Event description:
Additional information received that the hematoma has resolved and the patient remains on support.

Manufacturer narrative:
B5 updated with additional information.